Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a diagnostic laparoscopy, adhesiolysis, peritoneal biopsy and cystoscopy due to stress urinary incontinence and pelvic pain. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, bleeding and dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a diagnostic laparoscopy, adhesiolysis, peritoneal biopsy and cystoscopy due to stress urinary incontinence and pelvic pain.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, bleeding and dyspareunia. No additional information was provided. (B)(4).